Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for myocarditis. Patient¿s age was not provided. It was reported that while on impella support the patient experienced access site bleed. As a result, red blood cells were administered, amount unknown. Patient's act's were managed between 160-180s. Subsequently, the patient also developed hemolysis for which haptoglobin was administered, the amount is also unknown. No further information was reported.